Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay user/patient¿s father contacted animas to report that the patient received 2 boluses without pressing pump buttons or administering via meter remote. The reporter claimed the boluses occurred at 1:30pm and 3:36pm that afternoon. The patient¿s father claimed that each bolus was approximately 50 units. The patient disconnected from the pump after the second ghost bolus occurred. At the time of the call, the patient¿s father stated the patient¿s blood glucose was ¿66 mg/dl¿. The reporter denied that the patient developed any signs/symptoms suggestive of a low blood glucose. At the time of the call, the patient¿s father reported that all of the keypad buttons, except for the down arrow button was unresponsive when pressed. The customer support technician (cst) was unable to have reporter review pump¿s history due to pump keypad issue. Based on the information provided, there is no indication that the alleged pump issue caused and/or contributed to a serious injury. The patient¿s reported blood glucose reading does not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting.